Manufacturer narrative:
The product was not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty at th12. Intra-op, while placing the balloon, ibt(inflatable bone tamp) ruptured. The procedure completed with the original product. The patient was not allergic to contrast media. No patient complications were reported.

Manufacturer narrative:
Product analysis: functional evaluation of the ibt balloon identified a sharp cut at the balloon, disallowing inflation. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.